Event description:
It was reported that a malfunction occurred with a pump, as indicated by malfunction code 1-0x200c. There was no reported adverse impact to the customer's blood glucose level. The customer had already reset the pump before reporting the problem, and tandem technical support confirmed that the pump was within warranty and needed replacement. The customer was informed about the replacement and provided with instructions for returning the problematic pump within 10 days. The customer declined to share a backup method of insulin therapy.